Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The exposed superior vena cava defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to an increase in sensing integrity counter (sic) and oversensing ventricular tachycardia (vt) episodes. An rv lead fracture is suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.